Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification, for two patients, on separate days involving the unicel dxc 600i synchron access clinical system. This report references patient #2. Subsequent testing of the patient sample produced lower results, within the normal reference interval. An initial elevated result of 0.10 ng/ml was obtained. The sample was reanalyzed three times and recovered values of 0.01 ng/ml. The result of 0.01 ng/ml was reported out of the laboratory. The erroneous result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) noticed air in the line to the ultrasonic transducer. The fse was unable to locate the source and replaced the pipettor line and the ultrasonic transducer. The fse also noted that there was excessive air in the wash pump and replaced the wash pump and the manifold o-ring. The fse performed high sensitivity system check which failed due to fliers. The fse then performed preventive maintenance. A routine system check was performed which passed within system specifications, however high sensitivity system check failed. The fse returned on (B)(4) 2012 and replaced the wash carousel lateral bearings and made necessary adjustments to the alignments. The fse performed another high sensitivity system which again failed due to high fliers. The fse verified the reaction vessel (rv) shuttle alignments; no issues were noted. The fse noted air in the wash manifold but could not locate the source. Another fse returned to the facility on (B)(4) 2012 and discovered during priming, only the dispense probes of the wash pump would generate foamy micro-bubbles. The fse removed and cleaned the manifold and all associated components. The fse also inspected the top and bottom o-rings; no issues were noted. The fse tightened all hardware, inspected, removed and replaced the wash buffer supply line ferrule and inspected the wash and precision valves; no issues were noted. The fse then initialized the instrument, primed the dispense probes and monitored for any issues; no bubbles were observed. The fse performed routine system check and high sensitivity system check; no issues were noted. The instrument conformed to the manufacturer's published performance specifications. The patient samples were centrifuged at 3,000 rpm (revolutions per minute) for ten minutes. The customer-supplied data indicates the customers quality control (qc) was within the laboratory's established ranges at the time of the event. This medwatch report is related to MDR 2122870-2012-01779.